Event description:
It was reported by service report that the foot end brakes and the left head end brakes were not holding. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot end and head left caster.